Manufacturer narrative:
The subject device was returned and evaluated. The reported allegation was confirmed. When the monitor was connected to port b instead of port a on the cv-190, the image successfully appeared. When the connection was changed back to port a the image failure persisted. The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
The customer reported to olympus that the video system failed to produce an image. There was no patient involved in this event.

Manufacturer narrative:
Correction to h10: the olympus service center technician (tac) was able to troubleshoot with the customer to identify the issue with the oev191h lcd monitor. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined, the user inserted the cable into an incorrect video connector. However, a specific root cause could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: e2, e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the faulty input a terminal led to the malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.